Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with multiple no delivery alarms. The customer's blood glucose level at the time of incident was 200mg/dl. Troubleshoot was conducted. The customer was advised to change out the reservoir. The pump alarmed for no delivery during manual prime. The customer was advised that the reservoir change resolved the issues. The customer was advised to return faulty reservoir for analysis, and that a replacement would be sent out.